Manufacturer narrative:
In addition to the faulty ccd unit, service found the cable unit was defective, causing horizontal lines on the image. The coupler unit was observed to be loose. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The user facility reported that during a gallbladder procedure, image noise appeared on the screen of the subject device. The intended procedure was able to be completed using the same device. There was no patient or user injury reported due to the event. The suspect device was returned to an olympus service center for evaluation. During inspection and testing, there was no image due to a defective charge-coupled device (ccd) unit. This report is being submitted for the malfunction found during the device evaluation (faulty ccd unit).

Manufacturer narrative:
The aware date should be 17-mar-2022. Investigation activities have been opened to manage the actions related to this report and any required MDR reporting. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. Based on the results of the investigation, the investigation confirmed no image due to a faulty charge-coupled device. The specific root cause of the faulty charge-coupled device could not be determined at this time. Olympus will continue to monitor field performance for this device.